Event description:
It was reported that during use, the 3-spike disposable set separated in between the fluid outlet plastic block and the small reservoir. As a result, all spiked fluid products leaked over the ri-2 unit. The patient later died; however, it was confirmed that the patient death was not related to the ri-2 or the disposable set.

Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. It was reported that during use, the 3-spike disposable set separated in between the fluid outlet plastic block and the small reservoir. As a result, all spiked fluid products leaked over the ri-2 unit. The patient later died; however, the user facility confirmed that the device did not contribute to the patient's death. As per belmont's procedure, a report is being submitted. Additional information was provided on 26 january, 2026 indicating that the spike had disconnected from the tubing. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The manual states "hold the bag spike by the finger grip and spike fluid bag(s), piercing it fully to ensure that the fluid flow freely. Do not push the spike into the bag by the tubing." All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The cited disposable set was discarded and could not be sent for investigation. We checked a retain sample from the same lot, and no issues were identified with this sample. All 3-spike disposable sets are 100% leak tested and visually inspected prior to release. We reviewed the lot history, and no similar confirmed issues were identified. We will continue to monitor these incidents closely and take further corrective and preventive action if required.